Manufacturer narrative:
Further evaluation has determined this product defect to be product damage/deformation-device not considered operable. This is not considered to be a reportable defect, there this complaint can be disregarded.

Event description:
It was reported that an unspecified number of syringes 50ml ll experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: important damage on the syringe, making it not usable. Sterility not compromised, therefore the defect happened before being packed. The syringe could not be used. However, if a syringe so deformed go out of the plant, others with less important defects could be used making it dangerous.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 50ml ll experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: important damage on the syringe, making it not usable. Sterility not compromised, therefore the defect happened before being packed. The syringe could not be used. However, if a syringe so deformed go out of the plant, others with less important defects could be used making it dangerous.